Event description:
It was reported that a user experienced hyperglycemia with blood glucose values over 400 mg/dl for an estimated six hours after meals despite announcing meals while using the ilet with a cartridge-driven infusion set placed in the abdomen; the caregiver planned an infusion set change and no device suspension, ketone testing, backup therapy, or medical intervention occurred. Symptoms included elevated blood glucose without reported acute clinical manifestations. Outcomes included no change in the patient¿s condition requiring healthcare utilization or additional therapy beyond routine troubleshooting. Investigation included a review of use history, confirmation of proper loading and infusion set steps, and user counseling on troubleshooting and education. Investigation of this case revealed no visible issues with the infusion set or supplies and the device was early in its adaptive period. It was concluded that the cause of the hyperglycemia was unclear and no device malfunction was confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.